Event description:
It was reported that this event occurred in the PICC room. During insertion one of the wings on the sheath introducer came off. As a result, the nurse removed the sheath. There was no harm to the pt. The device was removed but not replaced. There was no reported delay in treatment. There was no reported pt injury, death, or complications reported.

Manufacturer narrative:
(B)(4). No sample will be returned. A review of mfg records will be conducted. If there are any relevant findings, they will be included in a follow-up report.